Manufacturer narrative:
The device has not yet been returned to the manufacturer. When the device is received, a quality investigation will be performed and a follow up report will be filed.

Event description:
It was reported that the plunger inside the reservoir was broken. The account had a back up on hand to complete the re-infusion with no allegation of adverse consequences. It is unknown if any blood was collected with the first device. No further information is available from the account.